Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an emergency procedure, the user was unable to release x-ray and the patient was relocated to an alternate unit. However, the patient's condition deteriorated, and the procedure was eventually aborted. It was later reported that the patient passed away. The causal relationship between the system failure and the patient¿s condition is unknown at this point in time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. Section h6 code 4755 - unknown component.

Manufacturer narrative:
The investigation was performed with complaint description, customer service reports, system history, log file analysis, replaced part analysis. During an emergency procedure, no x-ray was available. A mobile c-arm from a third party was used but was not sufficient. Therefore, a patient relocation was planned, however, due to the patient¿s condition, the relocation was not possible. Unfortunately, the patient has passed away. Further investigation into the health consequence of the patient was not possible as further clinical information was not provided. Log file analysis showed that there was an issue between the communication of the system and the modality computing architecture (mca) flat detector receiver (fdr) board, a main component in the image pipeline. The main task of the mca fdr board is to receive images from the flat detector and send it to the next node. This means that if there are communication issues with the mca fdr board, no x-ray is possible. It was suspected that the issue lies either with the mca fdr board or the bus assembly tca backplane. The bus assembly tca backplane is responsible for connecting various parts of the mca. Therefore, the mca fdr board and the bus assembly tca backplane were exchanged and the issue was resolved. The replaced parts were investigated, the issue could not be reproduced. Nevertheless, based on expert opinion, the root cause is determined to be a sporadic issue within the mca fdr board. As per latest information, no further issues nor repeated issues were communicated. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.